Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 automatically shut down. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 automatically shut down. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, reported that the solenoid driver board was replaced to fix the issue, and that the pm was completed with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The stm checked the ac power was well connected and the batteries also were fully charged. No logs regarding the shutdown can be found. The fse swapped the power supply assembly and solenoid driver board for troubleshooting and the issue was resolved. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 automatically shut down. There was no patient involvement and no adverse event was reported.